Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a new cartridge. Reportedly, the cartridge was filled with 280 units of insulin. The customer's blood glucose level was 87 mg/dl. The customer declined to perform troubleshooting with tandem technical support, and confirmed that a new cartridge would be loaded and insulin delivery would be resumed.